Manufacturer narrative:
(B)(4). The fsr removed the broken tongue and installed a new one. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the tongue was broken. There was no patient involvement.

Manufacturer narrative:
The product surveillance technician (pst) confirmed the broken tongue.